Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 416 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with bolus delivery. Customer's blood glucose value was 416 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. There were no leaks but 2 air bubbles were found in infusion set. Customer was assisted with clearing air bubbles. There were no site or insulin issues. The device settings were correct. Customer did not want to perform high pressure test due to not wanting to change site which had already been changed. Customer was advised that set would be replaced.